Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 52odx46id, pn us157852, ln 835860, unknown taper adaptor, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00213, 0001825034-2020-00108, 0001825034-2020-00109. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised due to pain and pseudotumor. Attempts were made to obtain additional information; however, none was available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.